Event description:
Additional information was received stating that the surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received stating that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the pump gut to be corroded causing the squeaking and sluggish movement of the roller pump. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. The product was sent to service to be brought to manufacturer¿s specifications before being returned to the customer.

Manufacturer narrative:
The user facility's perfusionist is trained by the manufacturer. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that the roller pump was sluggish and making a squeaky noise. As a result, an alternate device was employed. There was no delay. No other details regarding the nature of this event were provided.